Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins appeared to have discharged and reached end of service prematurely. Diagnostics/troubleshooting was performed, clinician programmer interrogation and use of wingivity app on laptop. The issue was not resolved at the time of this report. The ins remains in service. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.